Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess applicable risk documentation.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that there was a leak at the connection to a nexiva. The customer stated they had 2 max zeros leaking at the hub of connection with a nexiva. Additional information 3/10/2026: what was the impact to the patient or hcp? No impact, changed for a new cap and it was fine. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.